Manufacturer narrative:
The reported event that a cannulated drill asnis iii ø3.5mm ao fitting had some dark material inside its cannula could be confirmed thanks to the picture provided by the hospital and to a cannula cleanliness inspection performed on a part taken from stock. Based on investigation, the root cause was attributed to a supplier related issue. Therefore a nc was opened. Within further investigation, the substance has been found to be very small grading of the surgical steel raw material itself which is adhering to the wall. As the substance was not able to be removed during several mechanical cleaning steps, the chance of trickling substance is considered to be very low. The maximum weight of the particles and further residual testing is below the detection limit (e.g. Iso 10993-18 (<100 ¿g/device)). No cytotoxic effects can be expected based on the performed testing for the worst case parts. Toxicologically relevant concentrations causing cytotoxic, sensitizing, irritating, systemic, genotoxic, carcinogenic and/or reprotoxic effects during the intended use can be excluded. From a clinical standpoint, such dark micro-particles are considered to be without criticality. They correspond to normal clinical metal abrasion, such as the one which frequently occurs when drilling over bent k-wires, or the one generated by wear of screwdriver blades or by the contact between im reamers and tissue protection or guide wire. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the asnins drill had dark material on them.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the asnins drill had dark material on them.